Event description:
It was reported that there was high impedance of greater than 3000 ohms, and the device was replaced. The physician felt there was a set screw issue. No patient complications have been reported as a result of this event.